Event description:
It was reported that high capture threshold and noise resulting in oversensing, inappropriate mode switching, and pacing inhibition was observed on the right atrial (ra) lead. Lead provocation testing was performed and the noise and pacing inhibition was reproduced. Ra lead insulation damage was suspected; however, this was not confirmed. The patient was in stable condition and will continue to be monitored.